Event description:
It was reported the lead was removed and replaced due to oversensing, patient alert, inappropriate shocks and apparent lead fracture. The patient's condition was reported as 'good'. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: proximal conductor fractured; partial lead in segments returned for analysis.